Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd nano¿ pro ultra-fine¿ pen needles were difficult to operate and wouldn't deliver insulin during use. The following information was provided by the initial reporter: "consumer stated, when priming pen needle its really hard to push the plunger. Stated, when taking injection, no insulin flows even if he has a successful prime. 3 pen needles affected. Received voicemail from consumer stating, when taking his injection, no medication flowed. Stated, 3 pen needles so far have been affected".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-apr-2023. H6: investigation summary customer returned two used 32ga x 4mm pen needles. The needles were visually inspected. During the visual inspection one of the needles was found bent on the patient end, and the other needle was bended on the nonpatient end. Clog test was provided only on the needle with patient end bended and no clog was observed. Since the non-patient end canula was bended, that most likely could be the reason for customer complaint unable to operate and needle clogged. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure. The root cause cannot be determined, since the returned samples were open.

Event description:
It was reported that 3 bd nano¿ pro ultra-fine¿ pen needles were difficult to operate and wouldn't deliver insulin during use. The following information was provided by the initial reporter: "consumer stated, when priming pen needle its really hard to push the plunger. Stated, when taking injection, no insulin flows even if he has a successful prime. 3 pen needles affected... Received voicemail from consumer stating, when taking his injection, no medication flowed. Stated, 3 pen needles so far have been affected."